Event description:
A report was received that the patient was experiencing burning and stinging sensation near the ipg site. The patient underwent a pocket revision wherein the ipg was moved up. The patient was doing well following the procedure.